Manufacturer narrative:
Reporter is jnj representative. Investigation summary: investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: 6510323) was returned and received at us cq. Upon visual inspection, it was observed that the needle component was broken and was not returned. The device was also missing the protection sleeve component. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to the post-manufacturing damage and a definitive finding of a missing component. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed as the needle component was broken and the device was missing the protection sleeve. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. However, it is possible the device encountered unintended forces during use and the missing component of the device might be misplaced when taken apart for sterilization. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 319.006, synthes lot number: 6510323, supplier lot number: n/a, release to warehouse date: oct 20, 2010, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the tips of the three (3) depth gauges for 2.0mm and 2.4mm screws were found broken. It is unknown how the issue was discovered. There was no patient involvement. This complaint involves three (3) devices. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This is report 3 of 3 (B)(4).